Event description:
It was reported that the patient presented in clinic. During a coronary artery bypass surgery it was noted that the right atrial (ra) lead had dislodged via chest x-ray. The ra lead dislodgement was resulting in loss of capture an undersensing. Physician opted to maintain discretion during monitoring, and the patient has been noted with arrhythmia resulting in follow up visits. The patient was in stable condition.